Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient identifier, patient age and weight not known) on (B)(6) 2010. According to the complainant, during the ablation portion of the procedure, the patient "bucked." Despite this, the physician was able to hold the sheath and maintain a seal within the patient's cervix. The procedure was continued and completed. Subsequent to the procedure, upon examination, a burn was sustained to the cervix. The burn was described to be like that of a "sun burn" and measured 2cm in diameter. It is unknown if the burn was treated. Clinical follow up information revealed that there was no leaking at the cervix, the burn was categorized as "1st degree", no alarms were generated, there was nothing unusual about the patient's cervix, the patient was not on cycle, the patient was dilated to 23 french and the burn was external. There were no further complications and the patient's condition at the conclusion of the procedure was reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.